Event description:
It was reported that this pacemaker device had remaining eleven months and was implanted less than a year ago. Boston scientific technical services representative then called with analysis that this device was drawing an unusual high power, the power had been increasing irregularly and unpredictably over time. Additional information indicated that this pacemaker device was explanted due to premature battery depletion. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery. Though this device is included in an advisory population, laboratory analysis determined it did not display the advisory behavior. The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this pacemaker device had remaining eleven months and was implanted less than a year ago. Boston scientific technical services representative then called with analysis that this device was drawing an unusual high power, the power had been increasing irregularly and unpredictably over time. Additional information indicated that this pacemaker device was explanted due to premature battery depletion. No additional adverse patient effects reported.